Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. The computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The computer was returned to the manufacturer for analysis. During initial power up, the computer displayed distorted video. After burn-in testing the video output has gone completely blank. With a known good video card the computer passes the seatools long test and memtest86 without errors. The hardware investigation found that the reported event was related to a hardware issue. The computer has a bad graphics video card this issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported on behalf of the site that, while in a cranial resection procedure, the navigation system became unresponsive, "locked up" and then shut down. The site specified to the medtronic representative that they restarted the navigation system and were able get through registration when it flashed blue lines on the screen and then shut down. To troubleshoot, the medtronic representative then uninstalled and reinstalled the software and the system continued to become unresponsive, show blue lines and shutdown. The surgeon opted to complete the procedure without the use of that navigation system and instead used another navigation system. There was a reported delay to the procedure of five minutes due to this issue. There was no impact on patient outcome.